Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the first firing of the stapler, placed across lung and jammed. It would not fire. Caused bleeding and damage to the lung. The surgeon had to put another stapler across to re staple. Patient was bleeding post operative. Another like device was used to complete the procedure. Surgery was prolonged thirty minutes. The patient had post operative bleeding from the staple line on the lung tissue. They lost 1.5 litres of blood and had to go back to theatres to reinforce the staple line. The surgeon mentioned that ¿the procedure which is usually a very simple case was made complicated due to the failure of the mechanical stapler¿. The patient has stabilized and is still in hospital.